Manufacturer narrative:
This submission does not constitute a determination or admission that the device has malfunctioned or that the device was related to a death or injury. Device was discarded by user and is not available for evaluation.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter retrieval procedure using a snare retrieval kit. During the procedure, the radiopaque marker on the end of the catheter broke loose. It was further reported that broken marker flew into the pulmonary artery of the patient. The current status of the patient is unknown.